Event description:
It was reported via social media that the patient was rushed to the hospital the night after the surgery due to a reaction to a medication given. Per the physician's office, the patient was given antibiotics for post op prophylaxis. The antibiotics given interacted with another medication that the patient was taking. The surgery was reported to have been tolerated well. No additional relevant information has been received to date.